Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02462. Related manufacturer reference number: 2017865-2020-02465. It was reported that the right ventricular lead exhibited high capture threshold and high pacing impedance; the atrial lead exhibited under-sensing and loss of capture. The pacemaker was found to have radio frequency - rf telemetry capabilities timed out. The device was functioning slow while trying to interrogate. The leads were capped and replaced on (B)(6) 2020. The device was explanted and replaced. The patient was stable post-procedure.